Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia with an infected right atrial (ra) lead and a small aortic valve vegetation. The ra lead was explanted. During the explant procedure, a little bit of blood was lost. Pressure was held. The patient became hypotensive and medication was administered. No further patient complications have been reported as a result of this event.